Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). One side bail cover was also found to be contaminated.

Event description:
It was reported the device will not turn on. No patient involvement or complications were reported as a result of this event.